Event description:
It was reported that the patient had sudden loss of use of the artificial urinary sphincter (aus) pump. A flexible cystoscopy was performed and it was determined that a replacement was needed. All components were removed and replaced. The explanted cuff exhibited a hole, resulting in fluid leak. There were no patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter cuff underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. Microscopic examination identified a pinhole in the cuff. The cuff damage appears to be consistent with wear at a fold in the cuff. Based on the information available and analysis results, the pinhole identified in the cuff confirmed the reported clinical observation of hole in the cuff.

Event description:
It was reported that the patient had sudden loss of use of the artificial urinary sphincter (aus) pump. A flexible cystoscopy was performed and it was determined that a replacement was needed. All components were removed and replaced. The explanted cuff exhibited a hole, resulting in fluid leak. There were no patient complications.